Event description:
It was reported that during preparation for a biopsy, the device would randomly fire in the safety position. There was no pt involvement.

Manufacturer narrative:
The serial number for the device was reported and the device was returned for eval. The eval is currently under way.